Event description:
The hospital reported that during the saphenous vein harvesting procedure that the c-ring broke and the piece fell inside the pt's leg. The surgeon retrieved the component from inside the pt's leg by using a bisector without creating any additional incision. No info was provided how the case was completed. No pt effects have been reported by the hospital.

Manufacturer narrative:
After the procedure, the hospital retained the device as per their guideline, and will not be returning it. Since the product was not returned to guidant cardiac surgery for evaluation, it will be difficult to confirm the reported problem.